Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that for about a month, the implant hadn't been working because they had been having issues with leaking and that it got super bad in the last week. The patient stated they were going through 5-6 pads a day and night and that it was "kind of shocking " them in their back (it started in their vaginal area and went up to their back) because it was up too high and they were in the process of trying to go to a different program when the communicator just died and wouldn't do anything. Patient stated they charged it one day and the next day, it wouldn't turn on charge. Patient services asked the patient when the issue with the communicator started and the patient stated it was about 4-5 days ago, in the last da ys of may or in the first days of june and they'd been trying to contact manufacturer representative and calling them and leaving messages about their issue for 3 days now however the rep had only just called them back today and told them to call patient services. Patient services sent an email to repair to replace the communicator and redirected the patient to follow up with their managing healthcare provider (hcp) to discuss their concerns. The patient said they'd forgotten who their hcp even was until the rep had told them their name and they had an appointment scheduled with their hcp in july so they were just trying to maintain until then. Patient said they were also on the wait list. Patient also mentioned historical information: that in the past, while the therapy helped, they would sometimes get a shocking sensation in their back. They said the shocking sensation in the back was also felt in the vaginal area but it would extend up to their back. The patient said the same rep mentioned in the notify date was aware of this issue and would tell them to turn the stimulation off for a day or two to help with the shocking and then turn it back on again and switch to a new program so it wouldn't have to be so high anymore and the issue would resolve. The patient said it was a tolerance issue and that the therapy had helped but sometimes they would have to turn it off for a few days. Patient services reviewed stimulation considerations with the patient and the patient mentioned they'd had 10 back surgeries in the past so that was perhaps partly why they felt the stimulation in their back. Patient also mentioned in the beginning when they first got the implant, if patients ever had a problem with an external device, they could just take their device to the hcp office and they'd replace the broken device with a new device and it happened to their previous communicator and so they brought it to their hcp office and got a new communicator they still had that "broken" communicator and they talked "to al before he left" and they had told them to give it back to the rep because it was broken but they hadn't yet. Patient said when their current communicator broke they had asked the rep when they spoke with the rep if they could just replace it at the office and the rep said they didn't do that anymore and had told them to call patient services. Patient also reported that they were "blind as a bat" when they were looking up the communicator serial number. Patient services did not ask any further questions about reported historical information as they were focused on the reason for call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.